Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11 h4: the lot was manufactured between september 15-17, 2025. H11: the device was received for evaluation containing fluid in its bladder. Visual inspection was performed and fluid was noted inside a bag that contained the device. When the infusor unit was removed from the bag, the cause of leak inside the bag was found to be untightened blue winged luer cap. Functional leak testing was performed, and no signs of leaking were observed. The reported condition was verified. The cause of the condition was determined to be user related. The product label (IFU, instructions for use) indicates to ensure that the winged luer cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location inside the packaging. This was observed before use. There was no patient involvement. No additional information is available.